Event description:
Found during daily testing. It was reported that the device would not power on using battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined that root cause for the reported incident was an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.